Event description:
The rigid vocal injection needle was bent into arc prior to priming for use in a radiesse vocal fold injection. When the physician began to bend the needle, the tip broke at the weld juncture. The event occurred outside the pt prior to the injection and no harm was reported. This device was discarded and not used to the vocal fold injection.

Manufacturer narrative:
Since the event occurred during priming, outside of the pt, no harm was done to the pt. The device was disposed at the clinic so there can be no evaluation. Review of the device history records indicates the reported lot, 1007859, met all specifications. It was reported that the needle was bent by the physician, near the tip end in order to obtain the correct arc for injection into the vocal folds. Upon review of the FDA medical device report decision tree, a decision was made to report this event based on the chance of causing injury if the event were to recur.